Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the balloon ruptured during valve deployment. The team was unable to retrieve the burst balloon through the esheath. After removal, the esheath was circumferentially delaminated, as confirmed by a photo the fcs sent.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was returned for evaluation. The device was visually examined, and the following was observed: the sheath liner is circumferentially delaminated 5.25" in length from the sheath distal tip. The c-marker is present but not fully adhered to the sheath body. The distal end of liner has superficial damage. Imagery was provided and the following was observed: calcification is present in patient's access vessel. Tortuosity is present in patient's access vessel. Post-procedural imagery shows liner delamination. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed. Investigation results suggest/indicate patient factors (calcification, tortuosity) and/or procedural factors (altered balloon profile, excessive manipulation) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.